Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 10-may-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 10mm x 30cm orbit galaxy complex frame coil was received contained in the decontamination pouch. Visual inspection was performed. Several kinks were observed along the hypo-tube of the device. The embolic coil was already detached from the unit. The gripper was inspected under magnification, and it was found in a twisted condition, no elongations were found on the distal end. The concomitant microcatheter was inspected, and the embolic coil was found detached inside. Microscopic inspection revealed a kink on the embolic coil. The delivery system and introducer component were measured to determine if the fragments reported belong to the orbit galaxy device, and they were confirmed to be within specifications; no evidence of separated fragments was observed. A review of manufacturing documentation associated with this lot (30683888) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. The issue reported regarding the embolic coil being prematurely detached in the microcatheter was confirmed based on the findings mentioned above. The damages observed on the returned components were not originally reported in the complaint; however, such damages suggest that the system could have been advanced against resistance. According to the risk documentation, premature detachment of the embolic coil assembly from the delivery system is a potential issue that can occur during embolic coil placement due to the following potential causes: loss of one to one response between the coil and the delivery tube. Manipulation of the system against resistance. Coil entanglement. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% inspection at final assembly for embolic coil and delivery unit condition. It should be noted that product failure is multifactorial. The instructions for use (IFU) contains the following caution: do not fasten the rhv valve too tightly around the introducer sheath since excessive pressure may cause damage to the introducer sheath and/or the microcoil as it is advanced into the infusion microcatheter. Additionally, if the introducer tip and microcatheter hub are misaligned, damage may occur to the microcoil as it passes through this transition. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, that the complaint coil, a 10mm x 30cm orbit galaxy complex frame coil (640cr1030 / 30683888) became detached in the concomitant microcatheter, a 150cm x 5cm prowler select plus microcatheter (606s255x / 30723358). The full assembly was removed along with the microcatheter. It was reported that fragments were generated but they were removed easily without intervention. There was no procedure delay due to the reported issue. The procedure was successfully completed. There was no negative patient impact.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier and date of birth were not provided. Procode is krd/hcg. The initial reporter phone and email address are not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30683888) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.